Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during installation a 980 ventilator battery would not charge. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device. The se replaced the power controller and power distribution board (pcb) and performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Device evaluation: the returned breath delivery (bd) power distribution printed circuit board (pcb) was reported to have caused the ventilator battery not to charge. A visual inspection of the returned pcb was conducted and no anomalies were observed. The pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator powered up normally. After reviewing the system diagnostic log it could be seen that a number of battery related error codes were generated. Also, it could be seen that the failure investigation battery was not charging. The fault was isolated to the r6 component on the pcb. The near open circuit defect on this r6 device would suggest that there was a power surge of some description which caused this damage. This type of power surge damage could potentially be caused by the inadvertent connection of a cable with the connector incorrectly orientated, or connection or disconnection of pcbs while the ventilator had ac or battery power connected. If information is provided in the future, a supplemental report will be issued.